Event description:
Information received from the field does not address the patient's clinical status but notes low lead impedance. The system was reprogrammed to the unipolar configuration and remains implanted.~~~~~~~~~